Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 26 mm sapien 3 ultra resilia valve, the commander delivery system balloon burst during deflation after the balloon was fully deployed. The commander balloon wasn't able to be recaptured, therefore we needed to pull the damaged balloon out of the other femoral artery through a gore sheath. There was no extra volume added to the balloon. A photo was provided for review which shows a balloon burst with balloon separation.